Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The pt experienced an acute mi. The target lesion was predilated with a 2.5x9mm maverick balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent, but had difficulty crossing. When the stent delivery system was retrieved, it was noted that the struts were flared. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.